Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. Troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.